Event description:
It was reported that high threshold and high impedance were observed. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. External insulation abrasion was noted at 10.9-11.1cm from the connector pin, consitent with lead friction to the ICD can. The etfe coating was intact at the same location.